Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was working toward the beach and started getting a button error. Customer reported that she has the pump under a bra with a belt clip. Customer stated that she has a high blood glucose but was unable to troubleshoot due to the button error and because she is away from home.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.